Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the top case chipped. The right plunger case was cracked. The tamper seals were broken. There was no evidence of the error recorded in the event history. The customers reported problem was not duplicated. No problem was found with the pump, it was powered up with no issues. Preventative maintenance was done on the pump; however no fault was found. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump has a blank screen and continuously alarms until the battery is removed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.